Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead tip was thought to have been damaged while attempting to advance the lead through the sheath and past a kink that occurred due to a patient's tortuous anatomy. The helix would not fully deploy and once retracted for examination, would not deploy at all. A different lead was used. No patient complications have been reported as a result of this event.